Event description:
Initial information was reported by a physician to a sanofi-aventis sales representative on (B)(6) 2010 and additional information was received from medical supervisor on (B)(6) 2010: a (B)(6) female patient received treatment with poly-l-lactic acid (sculptra) (lot # unknown, expiration date unknown) the first week of (B)(6) 2010 for cosmetic reasons. She developed a very large nodule about 1 inch in size under her left eye and another nodule under the right eye surrounding one corner of the eye to the other corner. The nodules are located under her eyes and upper cheek area where poly-l-lactic acid was injected. The reporter did not know how poly-l-lactic acid was reconstituted and the volume that was injected. She received triamcinolone (kenalog) injection as corrective treatment. Initially, the physician felt it was an allergic reaction to something else other than the sculptra aesthetic, but later it was confirmed that it was an allergic reaction to poly-l-lactic acid. At the time of the report the event was ongoing. No further information reported.